Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that female patients underwent cesarean section surgery and internal tension reduction suture was performed using novosyn item code c0068595. Five days later, the patient's wound leaked fluid. After examination, the suture was found to be broken, and surgery was performed again for suturing. The patient had leakage from the incision and the incision was torn open, causing severe pain. And the patient underwent another one and has not yet recovered. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open sample with a broken thread but received only two pieces of thread of 9 cm and 2 cm approximately (contaminated). Further analysis to this used sample cannot be done. Without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and the sample received is contaminated and a further analysis cannot be performed. Final conclusion: despite receiving a sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.